Event description:
It was reported that during a greenlight prostate vaporization procedure (pvp), treating benign prostate hyperplasia (bph), at 188,606 joules of use and 18:15 minutes, the fiber stopped working. The procedure was completed with a different device. Patient outcome: ¿no serious injury¿ to the patient reported.

Event description:
The first fiber: 18:53 minutes expended. The procedure was completed utilizing a second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.